Manufacturer narrative:
The microsensor (ID 826850) was returned for evaluation. Failure analysis - the issue of the complaint was not confirmed. Catheter received with sutures and tied in small know/loop. Icp express passed with reading 538. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to device exposure to CT scan.

Event description:
N/a.

Event description:
1 of 2 reports. Other mfg report number: 3014334038-2021-00243. A facility reported a microsensor was implanted with reading of 2mmhg with good waveform. The patient was transferred to pacu (post-anesthesia care unit) and then to trauma neuro ICU (intensive care unit). Patient was settled in and they connected to philips and it was reading fine. They noticed it start to rise up to 24mm hg, then it went up as high as 40mm hg and dropped down to -44 mm hg and started alarming (either cable or sensor failure). They changed cables, let the machine reboot and same error appeared. The patient was taken to CT without a monitor. CT showed proper placement and also showed that brain swelling was decreasing; however, the sensor was explanted on (B)(6) 2021.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.